Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: annex a: a1801, annex b: b01, b14, annex c: c0601, annex d: d15, annex g: g04037. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting a channel disconnect and not alarming for air in line was not identified during the investigation. Results from the air in line threshold test method showed that the device was working within specification. No issues of the device not detecting air in the line were observed. Results from asm occlusion tests showed that the device was alarming for occlusion within specification. No issues of the device not detecting not correctly alarming for occlusion were observed. Functional testing of an ambulatory infusion found that the device would not be interrupted from a channel disconnect alarm and the device would maintain a secure hold via the iui connector. A review of the suspect pump module and concomitant pcu error logs showed no malfunctions related to reported complaint. A review of the pcu event logs showed that the last infusion recorded was on (B)(6) 2025 at 10:25 am, the suspect pump module was selected for a rate and volume to be infused (vtbi) reprogram of a previous remote intravenous (IV) message that was received at 3:42 am which had the following infusion parameters: basic infusion; rate=100 ml/h; vtbi=1000 ml. The new infusion parameters were registered as follows: basic infusion; rate=100 ml/h; vtbi= 400 ml. It should be noted that there were multiple rate and vtbi reprograms prior to the last infusion, however, the only infusion to present an accumulated air alarm was the infusion that took place at 10:25 am, therefore it will be treated as the suspect infusion. During the log review, there were no instances of the device alarming channel disconnect or unit removed/unit added events registered in the device logs. Primary volume infused (pvi) and secondary volume infused (svi) were recorded as 1311.8 ml and 0 ml respectively. At 12:48 pm the unit alarmed for accumulated air. At 12:51 pm the user channeled off the unit. Pvi was recorded as 1548.8 ml. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. Internal and external inspection of the pump module found no irregularities. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n:(B)(6), (w/o: (B)(4)). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device presenting a channel disconnect and not alarming for air in line was not identified during the investigation. The device was thoroughly tested and alarmed for air appropriately and no fault was found. Note that imdrf annex a1801, c0601, d15, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed to alarm. There was patient involvement however there was no patient harm. Further information was provided through due diligence attempts. The clinician noted the pump alarming with "red" high alert tone with channel disconnected. Clinician further discovered the pump tubing contained air with "few small bubbles of fluid" all the way through the tubing and up to the patient. Clinician turned off the channel. The patient in question was already intubated, sedated, and on continuous eeg, and remained hemodynamically stable throughout the event. The customer clinical practice specialist reviewed the tubing after the event and noted the clinician did not remove the paper take from the top half of the tubing, leading it to be kinked, however the pump never alarmed for occlusion.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed to alarm. There was patient involvement however there was no patient harm. Further information was provided through due diligence attempts. The clinician noted the pump alarming with "red" high alert tone with channel disconnected. Clinician further discovered the pump tubing contained air with "few small bubbles of fluid" all the way through the tubing and up to the patient. Clinician turned off the channel. The patient in question was already intubated, sedated, and on continuous eeg, and remained hemodynamically stable throughout the event. The customer clinical practice specialist reviewed the tubing after the event and noted the clinician did not remove the paper take from the top half of the tubing, leading it to be kinked, however the pump never alarmed for occlusion.